Event description:
On (B)(6) 2013 he suffered a heart attack that required open heart surgery with a valve repair. Dr (B)(6) chose to use the carpentier-edwards physio annuloplasty ring. Ultimately, this ring tore in his valve. He became very short of breaths only months after surgery. He ws diagnosed with hemolytic anemia. He was losing red blood cells requiring him to have multiple blood transfusions. His hematologist, dr (B)(6), md, suggested that he have a repeat open heart surgery. Dr (B)(6) suggested that the cause of his dying red blood cells was due to the mitral valve. Dr (B)(6) opinion was that the valve was operating fine, albeit with a slight leak. On (B)(6) 2014, my father ended up in the (B)(6) hospital emergency room. After 7 days of monitoring and a near discharge to a rehab facility, the family urgently requested a second opinion be given to my dad's care. On (B)(6) 2014 he was transported to (B)(6). He was in the beginning stages of congestive heart failure. They agreed that the cause of my father's pain and suffering was from the ring. Surgery was the only option for him to survive. A transcatheter aortic valve replacement and 2 stent replacements were performed (B)(6) 2014. On (B)(6) 2014 he was found unresponsive in his room. My father had passed.